Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette sample into well position a6 and no error message was generated. A field service engineer was dispatched and was unable to reproduce the event. Fse replaced tip clamp and sleeve # 6. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 00320265.